Event description:
After an implantation period of approx. 136 months, it was observed on x-ray that the tip of the lead had dislodged to the atrium. The ICD has been removed and leads have been capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2018 and (B)(6) 2020, recorded the rv sensing amplitude initially fluctuating between 4 and 8 mv, before in the end of the recording period the amplitude dropped onto 2 mv. The rv pacing impedance was initially recorded between 700 and 980 ohms, before in the end of the recorded period it abruptly dropped onto 350ohms. The rv pacing threshold was initially recorded at 0.4v, before it abruptly rose onto 1.3v in the end of the recorded period. The reported and during the analysis of the provided x-rays observed dislodgement should be taken into consideration as a root cause for the rapid rise of the pacing threshold as well as the abrupt breach of the pacing impedance and sensing amplitude. Should additional information or the device itself become available for analysis, the investigation will be updated.